Manufacturer narrative:
The investigation could not determine a specific cause for the reported issue. It was noted in (B)(6) 2010, the user started to centrifuge their sample aliquot tubes to potentially avoid any fibrin in the aliquoted sample. Follow up with the customer found they have not had any new occurrences of the issue. Had any new occurrences handling issues and pre-analytical sample handling not carried out carefully are the most likely reason for the reported issue. No patients were affected.

Event description:
The user experienced issues with calibration and quality control failures for multiple assays and received questionable cortisol results for patient samples. The user performed maintenance, recalibrated and repeated quality control. The user then repeated the patient samples on (B)(6) 2010. Of the 52 patient cortisol results provided, the results for 19 were discrepant. All results are in ug/dl. Patient sample 1 initial result was 0.36, repeat result was 0.10. Patient sample 2 initial result was 0.47, repeat result was 0.17. Patient sample 3 initial result was 0.70, repeat result was 0.33. Patient sample 4 initial result was 0.71, repeat result was 0.32. Patient sample 5 initial result was 0.76, repeat result was 0.42. Patient sample 6 initial result was 0.78, repeat result was 0.32. Patient sample 7 initial result was 0.80, repeat result was 0.46. Patient sample 8 initial result was 0.98, repeat result was 0.55. Patient sample 9 initial result was 1.16, repeat result was 0.72. Patient sample 10 initial result was 1.19, repeat result was 0.68. Patient sample 11 initial result was 1.20, repeat result was 0.65. Patient sample 12 initial result was 1.21, repeat result was 0.68. Patient sample 13 initial result was 1.24, repeat result was 0.74. Patient sample 14 initial result was 1.28, repeat result was 0.62. Patient sample 15 initial result was 1.46, repeat result was 0.97. Patient sample 16 initial result was 1.87, repeat result was 1.09. Patient sample 17 initial result was 2.34, repeat result was 1.44. Patient sample 18 initial result was 3.84, repeat result was 2.54. Patient sample 19 initial result was 13.46, repeat result was 8.39. The initial results were not reported outside the laboratory. No patients were adversely affected. The cortisol reagent lot number was 15626902. The field service representative determined the cause was the measuring cell and a flowpath obstruction. He replaced the measuring cell, ran a filament line through the sipper flowpath multiple times, aligned the connectors for the sipper flowpath, replaced the sipper probe and seal and replaced the measuring cell tubing and measuring cell output tubing. To verify the analyzer operation, he ran performance tests which passed. The user ran calibration and quality control which met their requirements.